Event description:
It was reported that pump triggered an altitude alarm, causing insulin suspension. There was no adverse impact to the customer's blood glucose level. Guidance was provided to the customer to clean speaker holes and replace the cartridge, which resolved the issue and allowed the pump to resume normal operation without recurrence of the alarm.